Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system had a possible infection. Attempts to obtain any additional information were unsuccessful. There were no additional adverse effects reported.